Event description:
It was reported that the ilet displayed multiple software-related alarms, including software runtime error, state error, algorithm data parity check, and an out-of-insulin notification, after which the user was instructed to reset the device. Symptoms included device alarms without reported adverse clinical effects. Outcomes included user interruption and need for troubleshooting. Investigation included customer service triage and device reset guidance. Investigation of this case revealed that the alarms cleared after a reset was performed, though recurrence risk remained undetermined. It was concluded that the event involved a software malfunction with no reported patient harm, and the user was advised to call back if alarms persist for further action.